Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a lumbar medial branch rfa procedure, the patient sustained a burn at the grounding pad site. The diathermy plate was placed onto the back of the thigh and there was a seal when placing the pad. There were no indications in regards to the diathermy plate not being placed onto the patient properly, therefore the procedure was proceeded with. At one point during the procedure, the diathermy plate became loose and was re-stuck as soon as alerted and there were no signs of burns when doing so. While finishing the procedure, it was noticed that a burn was noted at the grounding pad site. A cold compress was taken to the burn sight. Further information regarding this event is not available.